Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered bacterial infections, pain during intercourse, and continues to have leakage. No further information has been provided.